Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an ablation interventional procedure using an 8.5f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. When attempting to remove the device, there was resistance and the device could not be removed. The foot was repeatedly opened and closed approximately 10 times, but the device could not be removed. While rotating the prostyle device, it fractured and the distal black portion remained inside the vessel. Therefore, a 10 fr sheath was inserted from the left leg, and the retained fragment was retrieved using a snare. Manual compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494: indication for use.